Manufacturer narrative:
The customer¿s report of leaking at the connection of a texium-bonded secondary set to a primary set was not confirmed or replicated. The tubing configuration, with the secondary set y-ed into the primary set, functioned effectively throughout testing. No leaks were observed at any time. Visual inspection under magnification observed damage to the threads of the smartsite that were consistent with the effects of over-torque during attachment. The root cause of the leaking could not be determined.

Manufacturer narrative:
Concomitant medical products: non-cfn primary set ; 500ml b.braun, ndc 0264-7800-10, lot j6h128, exp 12/18, cyclophosphamide in 0.9% nacl 588ml infusion; 500ml b. Braun bag ndc 0264-7800-10, lot j6k040, exp 02/19, 0.9% sodium chloride injection; 250ml b.braun bag, ndc 0264-7800-20, lot j6k079, exp 08/18, 0.9% sodium chloride injection; therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak of cyclophosphamide where the secondary texium end is attached to the primary tubing during an infusion. The nurse detached the secondary tubing and then reattached it. No further leaking was observed and the infusion completed. There is no report of patient harm.